Manufacturer narrative:
Concomitant medical devices: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced possible intermittent atrial undersensing as noted on the stored electrograms with false device classified termination of ongoing arrhythmia. The ra lead was reviewed by the patient's physician and remains in use. No patient complications have been reported as a result of this event.